Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 456 mg/dl at the time of incident. Customer's current blood glucose value was 71 mg/dl. Customer stated that they received change sensor alert. It was unknown whether customer was using auto mode feature. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.